Event description:
It was reported that the user experienced prolonged hyperglycemia, with a peak blood glucose of 250 mg/dl for approximately five hours, after which they changed all infusion supplies including luer connectors and their glucose returned to range; no device alerts beyond standard high glucose notifications were reported, and no alarms occurred. Symptoms included elevated blood glucose without ketones, medical intervention, or acute complications. Outcomes included no hospitalization, no emergency care, and no need for assistance beyond nonessential help from a family member. Investigation included troubleshooting and education with the user and shipment of replacement luer connectors as a goodwill measure. Investigation of this case revealed that the specific cause of the hyperglycemia could not be determined, and no device malfunction or component failure was identified following supply change, which restored normal glucose control. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.